Event description:
While a field service engineer (fse) was on site troubleshooting an unrelated event, he reported hemoglobin, hgb, incomplete errors from a coulter ac t diff 2 analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/24/2015. The fse replaced the white blood cell, wbc, aperture bath which fixed the hemoglobin, hgb, incomplete errors. The repairs were verified per established service procedures. (B)(6).